Manufacturer narrative:
The patient's age is an approximation as only the patient's birth year was provided. The patient was implanted off label as part of a clinical study for huntington's disease. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for huntington disease. It was reported that the patient developed dysphagia allowing only for the intake of mashed food. The event severity was noted as being severe/grade 3, and resulted in an in-patient hospitalization or a prolongation of an existing hospitalization. The etiology was noted as possibly related to the device/therapy, but not related to the implant procedure. No actions/interventions were noted and the event remains ongoing. No further complications were reported/anticipated. The patient's concomitant medications included tetrabenazine, olanzapine, formoterol, and ipratropiumbromid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that during the in-patient hospitalization, the dysphagia was confirmed to be a side effect of the stimulation as the symptoms improved after a discontinuation of deep brain stimulation (dbs) from (B)(6). Subsequently, the stimulation was reinitiated on (B)(6) with lower amplitudes (0.5v bilaterally) and the hcp observed a complete remission of dysphasic symptoms within an observation period of 5 days ((B)(6)). The event was noted as being resolved.